Manufacturer narrative:
Device evaluation summary: according to the information received, it was reported a patient experienced a rupture in a breast implant after implantation. During evaluation of the sample, it was observed to be ruptured. Microscopic examination was performed to the tear and no evidence of instrument damage was observed. No other anomalies were discovered. The second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Possible causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: revision and implant exchange. Concomitant medical products: 500cc mentor memorygel breast implant, catalog # 3505001bc, lot # 6852546. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a breast augmentation revision with a 500cc mentor memorygel breast implant and experienced postoperative right-sided rupture. The patient consulted the physician for a revision and change in size, and rupture was confirmed during explantation surgery. The patient underwent explantation and replacement with 750cc mentor memorygel breast implant, catalog # 3507504bc, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2019.